Event description:
It was reported that the rigid video scope exhibited lines and interference when using the cable. The event occurred during a laparoscopy therapeutic procedure while the patient was under sedation. The intended procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the video cable is broken and therefore the image is green. Based on the results of the investigation, a definitive cause for the reported event could not be determined. It is likely the video cable is broken and therefore the image is green. The most probable cause of the fibre bonding in the outer tube area (distal end) is damaged traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.